Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powers up after battery installation and went through the count up sequence, but then gave a blank display due to faulty component on the interface board. No full segmented display noted. Unable to perform the displacement test due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a full black screen on the insulin pump. The blood glucose reading is 197 mg/dl. Nothing further reported.